Manufacturer narrative:
A ge service representative performed an on site investigation. The field size was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system fluoroscopy field size was too large. No patient injury was reported.